Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a hardware removal due to left elbow monteggia fracture dislocation with ulnar nonunion, status post bone grafting with now painful deep hardware, possible delayed union, as well as ulnar nerve compression. On (B)(6) 2017, the patient underwent a surgery and was diagnosed with nonunion left proximal ulna status post open reduction internal fixation monteggia fracture subluxation and was implanted with a synthes plate and screws.

Event description:
This (B)(4) captures the second revision; hardware removal due to pain, nerve injury and non-union while (B)(4) captures the initial surgery wherein the radial head and stem were replaced and (B)(4) captures the first revision; removal of the radial head prosthesis left elbow.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. 510k: this report is for an unknown 4 hole 2mm plate. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is company representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on (B)(6) 2019, the patient underwent a hardware removal due to pain, nerve injury and non-union. The two (2) 2.0mm screws, four (4) locking screws, two (2) compression screws, one (1) 4 hole 2mm plate and one (1) olecranon plate were removed. It is unknown if there was a surgical delay. Patient outcome is unknown. This complaint involves ten (10) devices. This report is for one (1) unknown 4 hole 2mm plate. This is report 9 of 10 for (B)(4).